Manufacturer narrative:
Section b2: death date corrected. Section d6b: date of explant corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient outcome cannot be conclusively determined. The report of suspected pump thrombus could not be confirmed through this evaluation; however, review of the submitted log files confirmed pump power elevations, as well as lvad fault flags, that appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. Additionally, the reported low flow alarms were confirmed through the submitted log files. The evaluation of heartmate 3 lvas serial number (B)(6), did not reveal any device-related issues. The submitted controller event log files contained partially overlapping events spanning from (B)(6) 2024. On (B)(6) 2024 at 12:13:59, a decrease in the estimated pump flow to 0.0 liters per minute (lpm) was recorded, which lasted approximately 8 hours. From 20:38:47 to 21:25:29 on (B)(6) 2024, the estimated pump flow increased up to 2.0 lpm, which was accompanied by an increase in motor power / fluctuations in pump rotor levitation parameters. On (B)(6) 2024 at 21:25:30 the estimated pump flow was recorded at 2.5 lpm and the low flow alarm condition resolved, with estimated pump flows ranging from 3.1 lpm to 3.9 lpm for the remainder of the log files. Based on complaint history and similarly reported events, the information captured within the submitted log files is consistent with foreign material, such as thrombus, passing through the device and making contact with the rotor. (B)(6) was returned assembled with the pump cable severed approximately 3.0¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The cuff lock was returned in the default position, and the apical cuff was not returned. Examination of the blood-contacting surfaces of the device did not reveal any depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 outlines potential adverse events, including thromboembolism, bleeding, cardiac arrhythmia, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism and cardiac arrhythmia as potential late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines visual/audible alarms, as well as the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient passed away due to hemoptysis. The pump was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that other than echocardiogram, no other imaging was performed. Other than the atrial fibrillation, the patient did not experience other symptoms. Fibrinolysis was done to treat the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the intensive care unit (ICU) and was sitting in a chair when they experienced a low flow alarm. Their flow read 0.0 lpm. It was noted that the patient had been in atrial fibrillation for several days leading up to the event and following the event they were in sinus rhythm. An echocardiogram and a ramp test were performed. There was no flow in the outflow cannula and the aortic valve was opening with each beat. Pump thrombosis was suspected so thrombolysis was performed and 1 hour after thrombolysis, normal pump flows were found.